Event description:
Plaintiff states that while working as a registered nurse she wore and was exposed to latex gloves. She states that she was diagnosed as suffering from a "type I latex allergy," in july of 1995, due to this exposure.